Event description:
Healthcare professional reported for left side "patient did not have alcl."

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of email received from the physician, allergan medical safety has determined that there is no malignancy.

Manufacturer narrative:
(Health effect - impact code): f2201. The event of seroma-late and lymphoma - alcl- suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: murky fluid, potential alcl (markers not provided), calcified capsule.

Event description:
Healthcare professional reported "potential alcl", "murky fluid" and "calcified capsule" against an unknown side. Histopathological markers cd30+ and alk- have not been received. Device was explanted. Treatment: device explant and total capsulectomy.